Manufacturer narrative:
Revision surgery is planned for pt with a unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned for pt with a unicondylar knee implant.